Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. The sample device was examined showing that the tubing had signs of damage and discoloration. No resistance was felt during flushing through central y-port connector. However, resistance was felt while flushing towards the distal end portion of tubing. No build-up was flushed out of the tube after couple attempts. There was a split/tear identified approximately between 49-48 cm, underneath the tube. Between 49-48cm marked location, the tubing appeared to have slightly expanded to form a balloon shape which burst axially causing an opening to the tube. The splitting appeared slightly jagged. Breaking points were examined. The proximal end side did not exhibit to have residue inside the tube while the distal end portion appeared to have some residue inside the tube. A hardened portion on the tubing was felt. This portion was cut to open to examine some residual materials inside. There were light brownish/ yellowish unknown build-ups blocking the tubing. A root cause has not been established. All information reasonably known as of 05 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a nasogastric tube leaked outside the patient's body.